Manufacturer narrative:
Brand name, corrected data: lead model 302. New information received changes the information in this field. Type of device, name, corrected data: lead. New information received changes the information in this field. Model, corrected data: 302-20. New information received changes the information in this field. Serial #, corrected data: (B)(4). New information received changes the information in this field. Lot #, corrected data:1609 . New information received changes the information in this field. Expiration date, corrected data: 04/30/2009 . New information received changes the information in this field. If implanted, give date, corrected data: 10/05/2006 . New information received changes the information in this field. Device manufacture date, corrected data: 04/06/2006. New information received changes the information in this field. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the implanting surgeon that high impedance was not observed during this patient's surgery. Diagnostics were reported to be within normal limits following the replacement. It was further confirmed that the high impedance was marked incorrectly on the implant card.

Event description:
Implant card was received stating that the patient underwent generator and lead replacement due to painful stimulation. High impedance was also marked on the implant card. The explanted devices were discarded after surgery.

Event description:
It was reported on (B)(6) 2014 that the patient began having neck burning pain with each vns discharge starting a couple of days prior. The patient shut off the device himself and the pain improved. The device was set him to 0ma current that day since he had pain relief with vns off and sent him for x-rays. Follow-up showed that the patient underwent generator replacement on (B)(6) 2015. The device was discarded after surgery. No relevant additional information has been received to date.